Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with all three channels malfunctioning was not confirmed or duplicated during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. A device history review was performed finding one exception during manufacturing, however, the device was re-tested and found to be performing as designed.

Event description:
The facility reported a colleague infusion pump with a failure on channel c. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available